Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the light guide (ig) snake tube coat peeling could not be determined, however, the issue was likely the result of repetitive use stress, external factors, or handling. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". ¿inspection of the endoscope¿ "5. Inspect the bending section¿s covering for sagging, swelling, cuts, holes or other irregularities¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had connector defects. Inspection and testing of the returned device found the coating on the image guide coil was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the connector under the grip was dented, the connecting tube had a peeled area, the connecting tube was snaking, the control unit was deformed, the image guide bundle was stained, and the connecting tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.